Manufacturer narrative:
(B)(4). Batch # r9246c. The analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and formed 4 conforming clips; and then the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 3 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what trocar was being used with the el5ml? No information. Was the device closed over some thing hard to damage the jaws of the device? No information. Or, were the jaws damaged while trying to remove the device from the trocar? No information. The device could not be removed via a trocar since the jaws seemed to be damaged. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the clip was loosely formed at the first firing. Then, the device could not be removed via a trocar, so the device was removed along with the trocar. When the device was inserted into the trocar before the first firing, there was no difficulty. The jaws seemed to be damaged. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.